Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient felt muscle contractions above the ins for a month now. Fasciculations were observed by the physician and manufacturer representative.  It only occurred when the stimulation was on and it disappeared when it was turned off. A contributing factor was the patient went back to his job where he lifts heavy weight. Troubleshooting/diagnostics were performed. Impedances of the system were tested, all strictly normal. Two electrodes were tested independently and it was determined that when once of then was on, the fasciculation occurred. The settings of the implicated electrode (plot/frequency/intensity) were changed but there was no effect. The physician will proceed with a surgical procedure next month and will probably change the defective device if possible. The issue was not resolved. The patient was alive with no injury. It was further reported that the surgical procedure was scheduled for (B)(6) 2021.

Event description:
Additional information received form the manufacturing representative reported that the patient had surgical intervention. The two extensions were replaced and the problem seemed to be solved.

Manufacturer narrative:
Concomitant medical product: product ID 09100-60 serial# (B)(6) product type lead product ID 37083-20 serial# (B)(6) explanted: (B)(6) 2021 product type extension product ID 37083-20 lot# serial# nkc054562v implanted: explanted: 2021-03-09 product type extension product ID 09100-60 serial# (B)(6) product type lead product ID 37083-20 serial# (B)(6) explanted: (B)(6) 2021 product type extension product ID 37083-20 serial# (B)(6) explanted: (B)(6) 2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.